Event description:
It was reported that a device alarmed "air-in-line" when no air was present. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device in question was received by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.